Event description:
(B)(4) received notification of an incident involving a rollator that (B)(4) imports and distributes. The patient was using his rollator from the hallway to the kitchen when allegedly, the right rear wheel detached and caused him to fall. He stated that he skimmed his knees and hurt his ribs. After a physician's visit, it was confirmed the patient did not suffer a broken rib. The patient requested a replacement rollator with larger wheels and better handling. According to our product evaluation, the rear right wheel was confirmed defective and the unit is not functional.